Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported to have injected a patient with 1 syringe of juvéderm® vollure® xc in the upper and lower lips. The patient experienced necrosis in the lower lip right away. The symptoms were resolving but got worse 2 days later. The patient was seen by hcp the following day and was treated with hylenex®. The symptoms resolved 3 days later. Patient was concomitantly taking chlorthalidone.